Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with thick lealfets. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A second clip, a mitraclip ntw (51120r1120), was then inserted and grasping was performed. After assessing good leaflet insertion, a decision was made to deploy the clip. However, when locking the device, the lock line release latch was raised by mistake, instead of turning the lock knob. Immediately, the lock line release latch was moved down to its regular position. The procedure was then continued with the deployment steps. However, while establishing final arm angle (efaa), the clip relaxed, but less than 5 degrees. The deployment steps were continued, and after removing the lock line, and while performing efaa for the second time, the clip opened to greater than 45 degrees. A decision was made to remove the clip. The clip was able to retract the clip to the left ventricle, and the clip was able to open to 120 degrees but could not invert it completely. The clip was successfully removed from the patient, without causing injury. A new clip, a mitraclip xt (51222a1050) was then inserted and grasping was performed. However, after three grasping attempts, the mr was unable to be adequately reduced. The clip was then repositioned to a lateral position. However, the clip became caught in chordae. Troubleshooting was performed to remove the clip from chordae. The clip was able to be freed from chordae. However, imaging revealed a small chordal rupture, which created a posterior flail on the lateral side of the first clip, causing the mr to increase. A new grasping attempt was performed, and the clip was successfully deployed on the mitral valve, leaving a small flail between both clips. The procedure was completed with two clips implanted, reducing mr to a grade of 2-3. It was noted that systolic blood pressure of 160 mmhg remained the entire procedure, and the patient required an intra-aortic balloon pump. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.